Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, no suture was present when the plunger of the second proglide device was removed. The lever was returned to its original position; however, the foot plate did not park. The device was unable to be retrieved. A surgical cutdown, an arteriotomy of the vessel, was performed to retrieve the device. No vessel damage was noted. The evar procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.